Event description:
Customer filled out card to received a "free" device. When device arrive. It was used. Device's memory contained old readings. A requested was made for the return of the suspect device and replacement product was sent.